Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. It cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific crm received info that this pt developed infection. The epicardial left ventricular (lv) was removed, and the remaining pacing system was left in service. The details regarding the infection and treatment are unk at this time, as the sales rep (sr) was not present at the procedure.